Event description:
Spontaneous call from pt. Cadd legacy pump sn (B)(4) malfunctioning. After an hour of putting new cassette in pump, pump alarmed for high pressure. Pt inspected tubing but could not locate any kinks. Pt called cnss and they advised switching to back up pump which pt did and no alarming is occurring. No adverse event reported. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.